Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6), stating that the device has cord damage. It is known that the event occurred during surgery. It is also known that there was no patient or user injury, surgical delay or medical intervention reported related to this occurrence. No add'l info available.